Event description:
Rptr had bilateral mastectomy. She has breast pain and hardening due to capsular contracture, total loss in sensation of the entire breast (both), arthritis-like symptoms, vascular problems, anxiety, depression, chronic fatigue, and muscle spasms.